Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oth such as pictures, and similar past cases, there was the possibility that this phenomenon was attributed to the following. The user stored the subject device with remaining moisture at the distal end inappropriately, the glue deteriorated. Then physical stress was applied to the distal end due to the repeated use consequently, the glue was peeled. Olympus stated the appropriate handling of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus (B)(4) that during the annual inspection, it was found that there was a gap on the glue of the distal end. There was no report of patient injury associated with the event.